Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that venaseal was used during a procedure to treat venous insufficiency in the great saphenous vein. One leg was treated. Three days after the procedure, skin irritation was noted on the patient's two legs. The irritation is being treated like vasculitis. The skin irritation or burn is still present. Local anesthesia was used during the procedure, and hand compression was applied. Prednisona was prescribed for 15 days. The vein was successfully closed, and all segments of the saphenous vein were treated. No further information reported.

Manufacturer narrative:
Image analysis two still images were provided for analysis. In the images provided a rash/irritation can be seen on both of the patients legs consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.